Manufacturer narrative:
Device passed displacement, rewind, basic occlusion, force sensor, occlusion, and self tests; it failed prime/seating test in that the unit would display a load complete screen when only 0.75 lbs. Of weight were on top of the weight stack. Upon further review of the unit's interior, the motor home switch had some corrosion on it, and there was some insulin residue in the area around the home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was too late detection of occlusion alarm which may lead to risk of ketoacidosis. The customer¿s incident blood glucose level was 7.7 mmol/l. The customer stated that when loading reservoir without reservoir insulin pump alarmed. Troubleshooting was not performed. The insulin pump will be returned for analysis.